Manufacturer narrative:
The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
During a procedure, blood leaked from the hemostasis valve after successful puncture. It was found that the connection of hemostatic valve was not tight after removal. The device was replaced to continue with no adverse consequences to the patient.